Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior desending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed with no balloon pieces left in the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded and there was tip damage. The device was soaked for a period of time and then attached to an inflation device filled with water and was inflated to rated burst pressure. The device inflated and deflated with no issue. Product analysis could not confirm reported event as the device inflated to rated burst pressure and deflated with no issue.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. The device was removed with no balloon pieces left in the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.